Event description:
Physician reported " implant rupture and suspicion of silicone leakage ". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h2, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, openings, crease fold, 15% of the shell is missing, broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Various openings striated on posterior side assessed as surgical damage. A striated edge broken on posterior side assessed as surgical damage. 15% of the shell is missing assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture and suspicion of silicone leakage.

Event description:
Physician reported "implant rupture and suspicion of silicone leakage". Device has been explanted. This relates to the right side.